Manufacturer narrative:
Removal of the check mark from "malfunction" and addition of a check mark to "serious injury."

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up will be sent when analysis is completed. (B)(4).

Event description:
It was reported that the patient had a pocket revision on (B)(6) 2014 because the patient was having difficulty charging. It was noted that the patient had to press on the recharger antenna ¿really hard to get the recharge surfaces to line up.¿ it was noted that the patient had problems charging ¿for a while.¿ the manufacturer representative did not know the date the problem started. The manufacturer representative stated that the doctor revised the pocket to get a better angle and to make the pocket shallower. It was noted that the ins was ¿very¿ superficial. The manufacturer representative stated that the doctor did not inform the manufacturer representative of the pocket revision. The manufacturer representative met the patient (B)(6) 2014 and stated that the patient was unable to get any coupling bars but telemetry was okay. It was noted that there was a coupling problem. It was also noted that the implantable neurostimulator (ins) was close to empty. The manufacturer representative performed an antenna locate and had 44-46. The manufacturer representative also noted that the patient was going to return to the doctor¿s office on ¿monday¿ for an x-ray to determine if t he ins was flipped. It was noted that the ins may be flipped but a flip was not confirmed as of the date of this report. It was noted that the manufacturer representative found out about the problem (B)(4) 2014. It was later reported by the manufacturer representative that the patient had a revision to address coupling issues but was still having the issue. The caller did not know when the pocket revision took place. The caller noted he could feel the ins easily (could feel all corners) and there was no residual swelling from the pocket revision. It was noted that different rechargers had been tried and this did not resolve the issue. The ins could be interrogated with the patient programmer. The caller sent an x-ray which appeared as though the ins was not flipped. This was also later confirmed by clinician programmer file sent by the caller which showed a typical coupling of six bars with a recharge session that took place (B)(6) 2014. It was noted that the (B)(6) 2014 date was deduced from recharge data. It was noted that the patient had normal range impedances. From the clinician programmer file the listed impedances ranged between 172 and 1115 ohms. The 172 ohm impedance measurement was observed electrode pair 6-14. It was noted that adaptive stimulation was enabled for the only listed group which was a. It was noted that cycling was off. It was later reported that the patient was seen by the manufacturer representative at the doctor¿s office (B)(6) 2014. Based upon what the manufacturer representative told the reporter, the ins did not appear to be flipped. It was later reported that the manufacturer representative was still waiting to hear from the manufacturer on how to proceed.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial# (B)(4), found no significant anomaly.

Event description:
Additional information received reported the patient had a second pocket revision because the coupling/recharging issues had not resolved from the first revision. The second revision was performed to replace the implantable neurostimulator (ins) and it was confirmed that the first ins was flipped. After the second revision the antenna locate numbers were 36-38 but coupling was not able to be determined as the battery was fully charged. The new implantable neurostimulator (ins) was set at 1cm deep. After the revision the patient was reported to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.